Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a navio assisted pfa surgery, they received an "unable to communicate with handpiece" message with three different navio handpieces. The procedure was completed with manual instruments without delay. The patient was not harmed.

Manufacturer narrative:
H3, h6: the navio surgical system siu, p/n 220025, s/n (B)(6) (us), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The siu was inserted into a known functioning navio system. The system booted with no issues. A functioning handpiece connected and calibrated with no errors. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with a known firmware bug. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The navio surgical technique guide for knee arthroplasty provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that during a navio assisted pfa surgery, they received an "unable to communicate with handpiece" message with three different navio handpieces. The procedure was completed with manual instruments without delay. The patient was not harmed. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.